Event description:
Had a double lumen central line in place in his right jugular vein. The central line was being used intermittently for hemodialysis. At approximately 2330 (B)(6) 2022 (edited to remove identifiers), the nursing assistant sitting close observation in room 219, said that he "heard a pop" in the direction of (edited to remove identifiers). (Edited to remove identifiers) was monitoring. After hearing the pop, (edited to remove identifiers) then turned on the light to investigate to find that (edited to remove identifiers) had partially dislodged his double lumen dialysis catheter. (Edited to remove identifiers) says that (edited to remove identifiers) was holding the dislodged portion in his hand. The part that (edited to remove identifiers) pull off was not the central line itself. It was the tubing that begins at the central tree, where the line bifurcates into two lumens, and ends at the end cap. The end cap is the end of the lumen where a IV tubing could be connected for fluid therapy. Since the plastic tubing was dislodged from the main tree of the catheter, blood was free-flowing directly from the catheter onto (edited to remove identifiers) since there was no cap or clamp to stop it. (Edited to remove identifiers) summoned the nurse to come help via the call light system. (Edited to remove identifiers) rn and (edited to remove identifiers) rn arrived to help. Eventually dr. (Edited to remove identifiers) was called as well. Dr. (Edited to remove identifiers) came to the room, removed the sutures securing the line to the patients neck and pulled the catheter. After the catheter was pulled by dr. (Edited to remove identifiers), (edited to remove identifiers) held pressure for 15 minutes. (Edited to remove identifiers) remained stable. FDA safety report ID# (B)(4).